Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two abre venous self-expanding stent system were implanted to treat a lesion in the left cranial, mid and caudal common iliac vein (civ); left cranial, mid and caudal external iliac vein (eiv); and left cranial and caudal common femoral vein (cfv). Approximately 37 months post procedure patient suffered non-occlusive in-stent thrombosis in the left external iliac vein (eiv).